Event description:
A hospital pharmacist, (B)(6) reported that on (B)(6) 2014, the patient's blood glucose, carbohydrate intake and insulin history is as follows: time:lunch time; bg (mg/dl): 125; time: 12:00 am; bg was high (did not eat dinner and exact bg was not provided. Time: 8:29; bg (mg/dl): 321. Time: 9:59 am; cho (g): 44; bolus (u): 4.4. Time: 11:51 pm; bg (mg/dl): "high" (>500); bolus (u): 5.45. She was taken to the hospital and upon arrival she was diagnosed for diabetic ketoacidosis with bg reading "high" with the pdm. They placed her on an intravenous drip. Her bg level is coming down at the time of the call and the pod was discarded at the hospital.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed tot he patient's ketoacidosis and hospitalization. No product lot number was reported; therefore, no qualification records were reviewed.